Manufacturer narrative:
E1: patient city: (B)(6) patient country: greece. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in greece. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day. The insertion site was belly. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6002246 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area for the code tubing detached from tubing-tubing connector. Test results: the reference samples were visually inspected and tested for static pull test. All test results were within specifications as per the test report. Device history record (DHR) review: packing of quick set. The lot 6002246 was manufactured according to the wi version 45 and packaging in the multivac 10, on 08/jul/2023, with a total of (B)(4) units. Glue tubing device history record (DHR) review the lot 3e03412 was manufactured according to the wi 4905294 version 55 manufactured in the line sc8, on 22/may/2023, with a total of (B)(4) units. The lot 3f06217 was manufactured according to the wi 4905294 version 55 manufactured in the line sc06, on 06/jul/2023, with a total of (B)(4) units. The lot 3f00656 was manufactured according to the wi 4905294 version 55 manufactured in the line ft02, on 09/jun/2023, with a total of (B)(4) units. The lot 3f05586 was manufactured according to the wi 4905294 version 55 manufactured in the line ft02, on 09/jun/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/apr/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6002246 and no other complaint has been registered in database for the same lot 6002246 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.